Event description:
It was reported that a patient experienced difficulties maintaining inflation with one (1), size 6fen device. The device had been in use for approximately sixteen (16) hours when the problem was detected. Limited information regarding the event, patient and device usage/maintenance. There was one (1) patient involved and no reported injury. The device was returned to the manufacturer for decontamination, analysis and investigation. Evaluation results of the returned device revealed excessive wear; however, inflation integrity testing showed no abnormalities.